Event description:
Rn noticed a foreign body in tb syringe upon drawing up epinepherine from a glass ampule. She did not use this on a pt. Rn believes that the foreign body must have been syringe since it could not have been drawn through the 25 g needle. She noticed nothing abnormal in the glass ampule of epinepherine.